Event description:
An initial event notification was received by sequel med tech, llc on 05-may-2026 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2026, the user reported receiving a "searching for pump" message in the twiist app after observing a cassette had leaked insulin into the battery compartment of the pump during a supply change. A second cassette produced the same issue. The user's glucose was reportedly >400 mg/dl and they experienced irritability and muscle cramping. The user also reported that there was no longer an audible confirmation from the pump when inserting a new battery. A pump replacement was approved and the user later reported the successful use of long-acting and rapid-acting insulin via injections as a backup therapy to reduce their glucose.

Manufacturer narrative:
Although a device malfunction was confirmed, a causal relationship between the twiist automated insulin delivery (aid) system and the user's reported hyperglycemia could not be established due to limited information regarding the events and timeline leading up to the glucose elevation. Pump (B)(6) was returned for investigation. Evidence of fluid ingress was found on the power circuitry. The observed ingress would have resulted in the reported "searching for pump" message, the lack of an audible confirmation from the pump when inserting a new battery, and the inability of the pump to initiate delivery. The cause of the fluid ingress could not be determined. No cassettes were returned for investigation. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times.